Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:55:27. During night drain cycle one, the patient's ultrafiltration reading was 2924ml, indicating the home patient (hp) drained 2924ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed through event history log review. The patient's ultra-filtration (uf) reading for cycle 1 of the therapy initiated on (B)(6) 2011 was 2924 milliliters. However, the user bypassed fill 1 and did not receive any fill volume. The actual drain volume for this cycle was 2923 ml. This drain volume does not meet iipv criteria for a largest prescribed fill volume of 2500ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.